Event description:
Tr band started losing air immediately after inflating and the patient's radial artery started bleeding. An additional 3cc of air was injected and within a few seconds the artery began bleeding again. Tr had to be removed and replaced with another tr band. Ref # trb24-reg; lot #0001442007; expiration 2028-05-01.